Event description:
The hospital reported that during an endoscopic vein harvesting procedure, upon opening the vh-3000 hemopro it was noted, while the product was still in the tray, that the handle to the harvesting cannula was in 2 pieces. Another vh-3000 hemopro was obtained and the case proceeded accordingly. There were no pt effects. The product is returning.

Manufacturer narrative:
Investigation: a visual inspection revealed that the cannula handle was rec'd with the adaptor separated. The device had no evidence of blood. Based upon this observation, the reported failure "handle separated" was confirmed. Internal file number - (B)(4).